Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleed could not be conclusively determined. The investigation confirmed the reported pi events via the submitted system controller log file. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was admitted to the hospital for gastrointestinal bleeding (gi) with a drop in their hemoglobin to 7.2 g/dl. Upon admission, the patient¿s lactate dehydrogenase (ldh) was 315 u/l, 276 u/l and 368 u/l. The patient¿s inr was 3.2, 4.8, 4.6 and 2.9. The manufacturer¿s technical services representative reviewed the submitted log file and the readings were consistent with a patient experiencing gi bleeding. No additional information was provided. Further information was requested, but was not provided.